Manufacturer narrative:
Result: brake crank.

Event description:
It was reported by service report that the brakes were stuck and would not disengage on the bed. No pt involvement or adverse consequences are reported.